Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during inspection prior to use, the cuff did not deflate. The sample associated to this report is expected to be returned for analysis.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed that the stylet wire is contained in the tubing and the shape of the tubing has been altered using the stylet wire. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during inspection prior to use, the cuff did not deflate. The sample associated to this report is expected to be returned for analysis.